Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were not used to confirm the leak. Estimated blood loss was 270ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment. Sample has not been returned to MFR for eval.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The reported complaint is not confirmed. As the complaint facility was unable to provide the actual complaint sample for manufacturer evaluation. Although the complainant facility provided a photograph of the reported failure, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record did not reveal a probably cause for the customer complaint.